Manufacturer narrative:
Section d4 correction. Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 03apr2025 ¿ 24apr2025. Several transient low speed and pump stop events were captured between 22apr2025 ¿ 24apr2025, along with associated low speed advisory/hazard and low flow hazard alarms. Several of these events were accompanied by elevations in pump power. The low speed and pump stoppage events occurred while the system was powered by the power module. Based on previous complaint history, the abnormal pump operation appeared to be consistent with a potential short to shield driveline issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate (hm) ii left ventricular assist system (lvas) IFU, rev. C and the hm ii patient handbook rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for vad-9370 and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a suspected short-to-shield. The patient had already received percutaneous driveline repair. The patient would be discharged with orange ungrounded cable and power module. Log files were submitted for review and confirmed speed drops lower than the low-speed limit (lsl) and pump stops between (B)(6) 2025 at 21:05 at 10:23. The remainder of the log file was unremarkable. Since the patient previously had driveline splicing, no further intervention/troubleshooting was able to be done at this time. The patient was stable, as outpatient. Previous percutaneous driveline repair was reported under 2916596-2025-00756.